Manufacturer narrative:
The patient required amputation on the treated limb. This is being reported as a follow-up to the clinical registry. Cross reference MFR report numbers: 3009784280-2019-00728, 3009784280-2019-00729. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Per the IFU, ischemia and amputation are listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the left distal sfa. Approximately 5 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2019. Approximately 6 months later, the patient experienced ischemia. A major amputation of the target limb was performed on (B)(6) 2019. The physician indicated it is unlikely related to the study device or procedure.